Manufacturer narrative:
Follow-up # 1 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan USA alleging that her onetouch ultra2 meter displayed the battery indicator. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2016 at 6:00am. The patient manages her diabetes with oral diabetes medications with diet and/or exercise. The patient stated that she took more food/drink on (B)(6) 2016 at 7:00am in response to the alleged product issue. The patient claimed to have developed the symptoms of "shaky and nauseous" 24 hours after the alleged product issue began. The patient stated that she took metformin, glipizide and amlodipine medications on (B)(6) 2016 at 6:45am then self-treated with more food/drink at 7:00am, the same morning. The patient denied that her blood glucose was tested using another device. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time, the patient did not have a new battery to replace, there was no indication of product misuse and based on information provided, the battery did need replaced. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptom of "shaky" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.